Event description:
The surgeon reported a posterior capsule tear occurred. Additional info has been requested on the event and pt status.

Manufacturer narrative:
Additional info has been requested on the event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.